Event description:
Olympus was informed that during a therapeutic transurethral resection of a bladder tumor (turbt) procedure, damage to the distal ureter was suspected but could not be confirmed. The procedure was completed and the patient was kept in the hospital one day longer than usual. On (B)(6) 2022, the patient returned for a follow-up examination describing mild pain in the lower left abdomen. The examination did not reveal any injuries/complications but showed that the turbt procedure had been successful and the patient is doing well. A second follow-up examination is scheduled for (B)(6) 2023.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the patient's outcome and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for investigation/evaluation. Instead an olympus field service engineer (fse) was on site and inspected the device. The fse's evaluation confirmed that the hf-generator is in standard condition. Furthermore, there were no reports of any malfunction of the hf generator. Based on the information available, the exact cause of the reported phenomenon and the patient¿s outcome could not be determined and is being judged as unknown. However, a material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the hf generator without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes. Furthermore, the user will be informed about the investigation results.